Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens haptic was crumpled up. Additional information has been requested, received and stated the issue occurred during loading. In surgeon opinion the way the lens sat in the cartridge as it is preloaded caused or contributed to the event. There was no patient contact.

Manufacturer narrative:
Additional information provided in d9, h3, h6 and h11. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol. No damage observed. The product investigation could not identify the root cause for the reported complaint "lens haptic was crumpled up" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).